Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise. The lead triggered a lead integrity alert (lia) for high rate non-sustained and sensing integrity counter (sic) episodes. The lead had a lead noise warning and a high/undefined impedance warning. The lead had a confirmed fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.